Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their chloride calibrations and quality controls were failing due to the chloride electrode. The customer replaced the electrode and the issue resolved. The cause of the chloride calibrations and quality controls failing was a malfunction of the chloride electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument stated that their chloride calibrations and quality controls were failing due to the chloride electrode. The operator stated that patient care was beginning to be affected due to the time spent trying to resolve the issue. The operator did not provide any information about the affected patient care. The operator did not know if any discordant results had been obtained or if any results were corrected.